Event description:
The customer reported that the remote network station (rns or remote monitoring system) has numeric displayed; but does not display any waveforms, no trending data, and no full disclosure is available.

Manufacturer narrative:
The customer rebooted the rns and "ip conflict" message was observed during shutdown. Per the customer, after rebooting the system, it is currently functional. We advised the customer to monitor for further problems.